Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates when attempting to load multiple cartridges onto the pump. Reportedly, the cartridge was filled with 350 units of insulin. The customer's blood glucose level was 138 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.